Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device, patient¿s symptoms, implantation date, event date, and explantation date. The suspected medical device is a 275cc mentor smooth round moderate profile prosthesis (catalog #: 3501640, serial #: (B)(6) a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient experienced dcis cancer (side unknown). It is currently unknown which side the patient experienced the dcis cancer. At the time of this report, it is reported as right side. The implantation and event dates are (B)(6) 2005 and (B)(6) 2014 respectively. The patient underwent removal and replacement with unspecified breast implants on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation, dcis cancer (unknown side) the relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed based on physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2015 based on available information.